Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc; the sheath was noted buckled. The visible portion of the bladder was unwrapped. The one-way valve was tethered to the short driveline tubing. Bends to the central lumen were noted at ap-proximately 33cm, 35cm, 52cm and 68.5cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 28cm to 35cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photos show an iab catheter stuck in a teflon sheath; the sheath extrusion was noted damaged, consistent with being buckled. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintain-ing the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal, no damage was noted to the iab catheter. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leak sites were immediately detected from the iabc outer lumen; one site was at the previously noted damaged outer lumen and one site was at approximately 55.5cm from the distal tip. The leak site at 55.5cm was consistent with contact from a sharp object. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Re-sistance was noted at approximately 52.5cm; which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passe d all manufacturing specifications prior to release. The reported complaint for "catheter could not pass through the sheath" is confirmed. During the in-vestigation, a leak from the outer lumen was noted and caused the reported complaint. The outer lumen leak site identified was consistent with contact from a sharp object. The damaged outer lumen can result in difficulty of pulling and maintaining a vacuum on the iabc bladder. If the vacuum is not maintained, it can result in difficulty inserting the catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined; a potential root cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It reported "during the pci surgery, the doctor found that the catheter could not pass through the sheath, the support was insufficient, and the catheter could not be delivered to the correct position". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It reported "during the pci surgery, the doctor found that the catheter could not pass through the sheath, the support was insufficient, and the catheter could not be delivered to the correct position". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It reported "during the pci surgery, the doctor found that the catheter could not pass through the sheath, the support was insufficient, and the catheter could not be delivered to the correct position". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".